Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported that the lead fractured. As such, surgical intervention took place wherein the lead was explanted on (B)(6), 2018 to address the issue.